Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the first pump was removed in (B)(6) 2016 because it was flipping and detached. The date of the event was asked but unknown. It was noted that when the doctor went in the catheter was wrapped around the pump. It was stated that when the patient woke up the nurse told them that the line was severed but the doctor said it wasn't per the consumer. The patient was going to be going for an x-ray. It was indicated that in (B)(6) the pump was put on the other side. It was stated that between (B)(6) and (B)(6) the patient had 5-6 falls but didn't know why and that the patient suspected the catheter became detached because of the falls. Note this is conflicting with the report that the pump was replaced in (B)(6) 2016 due to it flipping and being detached, which was prior to the reported falls; clarification was requested but it was indicated that when it was reviewed that the falls happened after the pump was replaced the patient said that they knew. It was also mentioned that the patient had to call an ambulance and that the patient had kidney failure due to high muscle enzymes that they didn't know the cause of. It was mentioned that the patient had an appointment next (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Device code (B)(4) applies to the catheter and device code (B)(4) applies to the pump. Conclusion code 22 no longer applies and conclusion code 92 applies to both the catheter and pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-12. It was stated that the catheter was never severed, but pulled into the pocket (pump) by flipping and coiling. There were no recurrent catheter problems from the patient¿s recurrent falls. This was confirmed by pia, lateral x-rays as well as cerebrospinal fluid (csf) aspirating done by the hcp. The patient had withdrawal at the time when the pump was flipping and the catheter became detached. The withdrawal resolved. The cause of the pump flipping was stated as the patient was morbidly obese and falls regularly due to diabetic neuropathy and autonomic neuropathy. The malpositioned pump was explanted on 2016-sep-28. It was unknown what the current status of the device was. The patient¿s weight was (B)(6) lbs at 4 feet 11 inches tall.